Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment preparation with a prismaflex machine, a loose wheel was observed. There was no patient involvement. No additional information is available

Manufacturer narrative:
H10: the device was evaluated on site by a qualified technician who confirmed the reported problem. During evaluation, the qualified technician observed that the wheel was faulty. To resolve the issue, the qualified technician will replace the wheel once the part becomes available. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.